Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. The customer stated that he has had to disable the threshold suspend at times because the readings are over 100 points apart like for example the sensor would read 250 mg/dl but blood glucose is 110 mg/dl. Customer declined transfer for troubleshooting.